Event description:
On (B)(6) 2022 during a left atrial appendage (laa) exclusion procedure, t was noticed that the dacron was not completely covering the prov45 clip. An injury to the laa was observed. The patient was placed back on-pump and the procedure was converted to a sternotomy to repair the laa. An atriclip pro1 was placed on the the laa successfully. There were no additional patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the device was not returned for investigation however, the product history record was reviewed for prov45 lot number: 94661. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.